Event description:
Customer reported an issue with dpm 6/7 monitor, which may have resulted in an intermittent loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative replaced front panel. Calibrated and safety tested unit to factory specifications.